Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 occurred during use of the homechoice machine. It is unknown which cycle this event occurred during. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Although initially reported to be available for evaluation, the homechoice (hc) cassette was not returned. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.